Manufacturer narrative:
The force sensor cable from device ro14039 has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during the registration step of a surgery, the user grabbed the force sensor cable to keep it from getting tangled around the robot arm. After doing this, the robot had a communication failure and needed to be restarted. The patient was under anesthesia and the delay lasted 10 minutes to get back to the same point in registration. After the robot was restarted no further issues occurred.

Manufacturer narrative:
According to the complaint description, the communication failure and the shutdown occurred after that the surgeon grabbed the force sensor cable to keep it from getting tangled around the robot arm. Nothing in the data logs allows to say that the communication error was due to the surgeon¿s action. The communication could be due to a pc performance which provoked a time out in cooperative mode thread and then a shared memory problem.